Event description:
It was reported that the patient went to hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing of the device, it was noted that the pump dimpled when pressed. Troubleshooting was attempted to no avail by the medical personnel. Two weeks later, the patient underwent a surgical procedure in which the existing pump and reservoir were removed and replaced. Following the intervention, the patient was stable and improved. The patient was retrained on how to successfully use the pump.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to hospital due to the inflatable penile prosthesis (ipp) not working properly. Upon testing of the device, it was noted that the pump dimpled when pressed. Troubleshooting was attempted to no avail by the medical personnel. Two weeks later, the patient underwent a surgical procedure in which the existing pump and reservoir were removed and replaced. The patient was retrained on how to successfully use the pump. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of this inflatable penile prosthesis (ipp) not working properly was confirmed as the identified hole in the reservoir shell could affect the functionality of the device. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the pump revealed the kink resistant tubing (krt) was worn down to the filament. The krt had holes due to fatigue; however, there were no leaks identified. Functional analysis of the pump identified the component performed within specification. The reservoir was visually inspected and wear at fold was seen in the reservoir shell; a leak was seen at the corner of a fold. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.